Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin and was hospitalized due to diabetic ketoacidosis. Reportedly, she was not feeling well, and her daughter tested the insulin pump and found no insulin coming out from the quick release. Her blood glucose level was 800 mg/dl at the time of the report. She was still on the pump at the time she was admitted into the hospital. She was hospitalized for 2 days. No further information available.